Event description:
A surgeon reported that during a cataract procedure, a patient experienced a broken posterior capsule after the lens was removed and prior to interocular lens (iol) insertion. The surgeon feels the reusable I/a tip caused the event. The tip was on its sixth use. The surgeon indicated the I/a port was facing upward at time of posterior capsular rupture. There was no vitreous loss. The iol was placed in the bag.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).